Event description:
When conmed's handpiece was in use, the patient's heart had stopped. Once the handpiece was switched, the problem did not occur again.

Manufacturer narrative:
Conmed was unable to evaluate the device or any lot samples. However, it is highly unlikely that an electrosurgical handpiece caused the patient's heart to stop. Medical intervention was not necessary as the patient's heart continued to beat after the handpiece was removed. The patient did not have any prior heart conditions nor did they have an implanted pace maker. Conmed sent inquiries in regards to the evaluation of the generator in use. Specifically, conmed is interested in whether the machine met specification concerning low frequency leakage as this can cause muscle stimulation. Conmed has not received this information. Device discarded by user-facility.